Event description:
It was reported that this right atrial (ra) lead could not be implanted due to dislodgement, additionally the helix was unable to extend because there was myocardial tissue or thrombus entangled within it. The lead could not be applied on the right atrial appendage wall even when screwed several times. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead could not be implanted due to dislodgement, additionally the helix was unable to extend because there was myocardial tissue or thrombus entangled within it. The lead could not be applied on the right atrial appendage wall even when screwed several times. A new lead was successfully implanted. No additional adverse patient effects were reported.